Manufacturer narrative:
H11-: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01870-00.

Event description:
A staff member at a clinic reported they developed pah post coolsculpting treatment.

Manufacturer narrative:
Corrected data: b5, d1, d4.

Event description:
Upon further review of the reported event, this report has been identified as a duplicate report.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen with the cooladvantage applicator may have developed paradoxical adipose hyperplasia.